Event description:
When the device was used during a colostemy procedure, the doctor was unable to attach the anvil onto the trocar. The customer used another same like device to complete the case with no patient consequence.